Manufacturer narrative:
This event was an accidental splash unrelated to the design or function of the device. In addition, the device product insert contains the following warning, "avoid splashing or generating aerosols. Operators should use appropriate hand, eye and clothing protection." In this event, the operator was not wearing any eye protection.

Event description:
A laboratory technician was discarding used syringing pipettes and was struck in the eye with a droplet of preservative fluid. The technician was not wearing protective eyewear. There were 24 samples in the batch being processed, one of which was from an hiv positive patient. The technician was treated with hiv prophylaxis medications as a precaution.